Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp, tsv,3.7, 10, mtx, mg) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region. No allegations were reported against the returned abutment, or bundle mount, and no apparent malfunction was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 62763329. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62763329 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported implant collar fracture at tooth#46, and implant was removed. Pain and inflammation were reported as a result of the event.